Event description:
It was reported that within one month of implant, the right ventricular lead threshold was noted to be unstable and the right atrial lead was noted to have intermittent high threshold. Both leads were examined under fluoroscopy and appeared to have no slack. The ventricular lead was repositioned and slack was added to the atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.